Event description:
A 3.0mm diameter x 16mm length medtronic ave d114 ptca balloon was inserted to a target lesion in the left anterior descending coronary artery. The balloon was inflated and held pressure; however, the physician could not visualize the balloon under fluoroscopy. The balloon was re-inflated a second time, but it still was not seen under fluoroscopy. The physician experienced difficulty removing the balloon from the patient. The balloon was inflated with air upon removal. It was reported that contrast never entered the balloon. Additional attempts to inflate and deflate the balloon after removal were unsuccessful. There was no report of injury to the pt and no add'l clinical sequelae reported relative to the event.